Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap with inadequate iodine. The patient stated they had found "quite a few" minicaps that did not have as much iodine as they used to. The patient stated that there was no red color on the sponge, but that the sponge looked like a range of orange to little to no color. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: provided manufacturing date: 08/21/2015 - 08/26/2015. The device was not returned, however a companion sample was received and evaluated. Visual inspection was performed and the presence of iodine was detected and no issues were noted with the minicap. Functional testing was performed by pressure testing the pouch with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.